Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. Additional h3 investigation summary: one use open sample of product code sxpp1a300, lot pek861 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown chest surgery on (B)(6) 2020 and the barbed suture was used. During a surgery, the barbed suture was detached from the needle when pulling the suture. It was not a control release needle. There were no adverse consequences to the patient.